Manufacturer narrative:
The product analysis was completed on august 25, 2015. The product analysis indicates that the sample¿s inner spiral wrap was stretched such that the tip was extended from the outer tube, which would have resulted in the reported event. The stretched spiral wrap indicated excess torsional load or a defect in the spiral wrap itself. The instructions for use indicate; use adequate irrigation, avoid excess pressure, and to operate devices only at or below recommended speeds. There was no other significant damage / deformation or anomaly in the construction of the device that supports a likely cause. Supplied materials, manufacturing, and misuse cannot be ruled out as potential causes. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device was initially returned to medtronic (B)(4) and has been forwarded to medtronic xomed ((B)(4)) for analysis. However, the device has not yet been received by medtronic xomed for analysis. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that during a sinus procedure, the bur broke. The break did not result in fragments inside the patient. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.